Event description:
During a coiling procedure, the coil sheath was inserted into the rhv and the technologist tried to advance the coil into the catheter. The coil would not push forward or pull back. It was removed from the rhv and replaced with another coil, which was introduced without incident. The procedure was successfully completed.

Manufacturer narrative:
The delivery sheath could not be flushed and some patient blood still remains inside. The coil and pusher are still connected and inside the delivery sheath. The proximal pet lock is intact and the proximal constraint ball is inside the detachment tip. These observations are consistent with an undeployed coil. The distal end of the coil is approximately 5.0 cm from the distal end of the sheath at which point there is a minor bend in the sheath. The reported complaint was confirmed. There is a minor bend in the delivery sheath whose source could not be identified. This bend combined with the clotted blood in the sheath appears to have caused the coil to become stuck inside the sheath. Based on the description of the event and the observations made during the device investigation, it is unknown if the cause of the coil becoming stuck in the sheath was due to the bend in the sheath and the patient blood or some other factor only present during the case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.